Event description:
A 135 degree dhs plate broke post-operatively and was removed on an unknown date. Patient was injured in a motor vehicle accident with a fractured right femur and right tibia. After implantation, patient was instructed 3 months non-weight-bearing, then 50% weight-bearing and rehab. Patient was allowed to go back to work at 9 months post implant. Four days later patient experienced pain while at work. Subsequent x-rays show plate broken. During a revision procedure on an unknown date, broken plate was removed and patient was revised to an unknown product.

Manufacturer narrative:
H3, h6: no investigation could be performed, no conclusion could be drawn as no device was returned.